Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 17590236.

Event description:
It was reported that the patient was experiencing left rib stimulation from the left lead and the right lead had multiple high impedances. The leads were replaced and the patient was doing well postoperatively. The explanted leads were not returned.